Manufacturer narrative:
The product is currently being analyzed by the post market quality assurance laboratory. Upon completion of the analysis, the report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried body fluid was in the helix housing extending through the lumen. Deformed conductor coils were noted 12.2 and 13.0 cm from the terminal pin which were most likely due to the suture tie down. The insulation was cut 13.0 - 13.5 cm from the terminal pin and was most likely due to the removal of the suture sleeve. Lead conductor testing found the lead was electrically continuous therefore, the observation of the lead impedance increasing over the last year was not confirmed.

Event description:
Boston scientific received information that during an elective device replacement procedure, this right ventricular lead was explanted due to high impedance measurements. Another manufactures lead was implanted. No adverse patient effects were reported.